Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose. The customer cant remember much details when she experienced diabetic ketoacidosis. The customer was treated for the high blood glucose with insulin pump. The customer stated that she was using insulin pump while she experienced diabetic ketoacidosis. The insulin pump was not returned for analysis. Unomed inf set, frn-unk-rsvr.